Event description:
It was reported, that patient's implantable cardioverter defibrillator (ICD) and right ventricular lead was repositioned. The patient status was unknown. Further information was requested, but not received.